Manufacturer narrative:
Concomitant medical products: medtronic lead, implanted: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection of the cardiac resynchronization therapy defibrillator (crt-d) was observed. Cultures were taken and pseudomona aeruginosa organism was noted. There was "secrecion purulenta, opening, rubor and heat." The device and leads were explanted and antibiotic treatment was initiated. The crt-d system will be replaced. No further patient complications have been reported as a result of this event.